Event description:
It was reported that this left bundle branch (lbb) lead was explanted due to unknown product performance anomaly. No new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this left bundle branch (lbb) lead was explanted due to unknown product performance anomaly. No new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that this lead was explanted due to bent helix. No additional adverse patient effects were reported.